Event description:
It was reported that pump screen remained dark and unresponsive despite multiple attempts to turn it on, including pressing the button and connecting it to a power source. There was no adverse impact to the customer's blood glucose level. Customer attempted troubleshooting steps with technical support without success, then prepared to use multiple daily injections as backup therapy while technical support arranged a replacement pump, confirmed shipping details, instructed customer to place nonworking pump into storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and return nonworking pump using prepaid label.